Event description:
It was reported that during non invasive ventilation, the patient could not trigger breaths and the ventilator stopped delivering gases. A mask with artificial leakage openings was being used at the time. There was no patient harm. (B)(4).

Manufacturer narrative:
The device logs have been received and the investigation has commenced. Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).